Event description:
It was reported that patient is hard of hearing and heard a beep. Follow-up was performed with supporting doctor and no issues were reported. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.